Event description:
During code situation, nurse turned off pacemaker to determine basic rate. When nurse attempted to turn pacer back on, pacer would not function. Follow up reveals this problem was able to be duplicated. The device did not tolerate being momentarily switched off and on. If it was allowed to sit for a while in the off mode, it would return to normal operation.